Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections b5, b6, b7, and d1 brand name. Zoll received a report that during pacing, a ground wire appeared to remain attached to the defibrillation pads while on the patient; however, the wire was removed without harm to the patient or user. The picture suggests the shorting wire remained attached to the electrodes when removed from the packaging and applied to the patient. Investigation determined that the component was not a grounding wire but a shorting connector designed to enable device readiness testing while the pads are packaged. This connector is intended to automatically disconnect and remain within the packaging liner upon pad removal for patient use. The pads were discarded and not returned, preventing physical evaluation; therefore, the exact cause of the connector remaining attached could not be determined. Available information suggests the condition may be related to pad removal technique, including force applied and location of pull, which may affect retention of the connector within the liner. Regardless, the electrode pads are capable of delivering therapy with a potential risk of a minor burn during therapy if the exposed non-insulated part of the wire comes into contact with the patient. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged while attempting to treat an 81-year-old patient (gender unknown), a ground wire appeared to remain attached to the defibrillation pads while on the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Medwatch number:(B)(4).

Event description:
Complainant alleged while attempting to treat an 81-year-old patient (gender unknown), that a wire had become dislodged from the electrode pad. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Medwatch number: (B)(4).

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.